Event description:
The service report shows that the customer reported the device was not delivering a full breath. The service technician verified the reported condition. The st inspected the device and replaced the outlet check valve. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.